Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/24/2020. A failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned.

Event description:
It was reported that a patient underwent a pacemaker procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke during suturing after the implantation of the pacemaker. There were no adverse patient consequences reported as the surgeon quickly removed the needle with the needle holder. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/24/2020. The following information was requested, but unavailable: was the broken needle piece retained in patient? If yes, how was it found and retrieved? Please explain. What tissue was being sutured when the event occurred? Was there any adverse consequences as a result of the needle breakage? Was the procedure completed successfully? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.